Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. On an unspecified date and time, the pump was programmed for basic delivery of an unspecified IV fluid. No specific programming parameters were provided. At an unspecified time the pump was programmed for secondary delivery of an unspecified concentration of potassium chloride, and the delivery was started. The container size was reported to be a "minibag"; however, the volume was unspecified. No specific programming parameters were provided. After an unspecified length of time, the nurse reported going to the patient's room in response to an unspecified alarm condition. At that time, the nurse noted, "air bubbles in the line that reached all the way to the patient's central line" with no pump alarm. The air in the tubing was reported as "inch segments". The nurse reported the tubing set was disconnected from the patient. The pump was removed from clinical use. No air reached the patient. Therapy was resumed using a replacement pump and tubing set. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, the customer decline to provide additional information.

Manufacturer narrative:
The device passed testing by appropriately alarming when air was present in the tubing distal to the pump. Based upon the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. The customer contact did not provide an event time or programming parameters for reported event; however, a review of the device history found on (B)(6) 2012 at 1213, the device alarmed for air in line and at 1214 the alarm was cleared. This report represents all the information known by the reporter upon query by hospira personnel.